Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes include, damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress,without any design or manufacturing issue. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited the control unit, up/down plate, and universal cord are all sticky. The device also exhibited the objective lens is shaved. There was no patient involvement.